Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. However, pump error 41 and 43 were noted. The pump was cut open to perform a visual inspection, and no internal damage esd noted, however moisture damage was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, and cracked keypad overlay. In summary, the customer¿s allegation of no delivery/occlusion alarm was not confirmed. However pump error 41 and 43 were noted, separated to the electronic stack due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the recurring insulin flow blocked alarm and experienced hyperglycemia. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed. The set, reservoir and insulin were changed per IFU guideline. The customer was rotating their sites. The tubing was not bent or kinked. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.